Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive up button due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they unable to press the up arrow button. The customer's blood glucose value was 328 mg/dl. The customer having a high blood glucose episode and cannot give herself a bolus because she cannot press the up arrow. The time clock did move. The customer declined troubleshooting for high blood glucose value. The insulin pump will be returned for analysis.